Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tubes"), device dislocation ("coil migration") and embedded device ("embedded within her uterus") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding / prolonged menses"), abdominal pain ("severe abdominal pain;"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a bilateral salpingectomy) and surgery (underwent a bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, dysmenorrhoea, menorrhagia, abdominal pain, back pain, dyspareunia, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, migraine and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: fallopian tubes were occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tubes"), device dislocation ("coil migration") and embedded device ("embedded within her uterus") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding / prolonged menses"), abdominal pain ("severe abdominal pain;"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, dysmenorrhoea, menorrhagia, abdominal pain, back pain, dyspareunia, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, migraine and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tubes"), device expulsion ("coil migration / migration of essure device location of device: uterus") and embedded device ("embedded within her uterus") in a 46-year-old female patient who had essure (batch no. 623213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal discharge ("irregular vaginal discharge / vaginal discharge") and arthralgia ("joint pain - wrist"). In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding / prolonged menses"), abdominal pain ("severe abdominal pain;"), back pain ("severe back pain") and pelvic pain ("pain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (underwent a bilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, embedded device, dysmenorrhoea, menorrhagia, abdominal pain, back pain and dyspareunia outcome was unknown and the migraine, vaginal discharge, pelvic pain, headache and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: essure removal date reported as (B)(6) 2016. If you had your essure removed, did you retain the essure device or any portion of it: yes. Retained one coil during most recent removal. If yes, identify where the removed essure device is being retained: third party storage facility (please specify, if known) - steelgate inc. Were you advised of any complications from your essure removal procedure: yes. Doctor was only able to remove one coil (oral communication on (B)(6) 2016). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october 2009: results: fallopian tubes were occluded.; on (B)(6) 2009: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: pfs received: lot number added. Events: device expulsion, pelvic pain, arthralgia, headaches were added. Event onset date and outcome were updated. Reporters were added. Reporter causality comments were added. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tubes"), device expulsion ("coil migration / migration of essure device location of device: uterus") and embedded device ("embedded within her uterus") in a 46-year-old female patient who had essure (batch no. 623213, 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, urinary tract infection, secondary infertility (female), hydrosalpinx, endometritis postpartum, knee sprain, menses irregular, vaginal bleeding, ovarian cyst, folliculitis, intermenstrual pain, c-section, hysteroscopy, laparoscopy, insomnia, nausea, back pain and delayed period. Patient is status post essure sterilization done on (B)(6) 2009 which was difficult but was unsuccessful bilaterally. Patient had laparoscopic myomectomy and laparoscopic treatment of endometriosis and bilateral salpingectomy with removal of essure which was successful from the left side only. The right essure was not able to be retrieve with removal of both tubes., hysteroscopically the right essure was found to be in the right location. Concurrent conditions included endometrial curettage, cervical cyst, ovarian cyst, abdominal pain lower, abdominal bloating, uterine fibroid and left lower quadrant pain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal discharge ("irregular vaginal discharge / vaginal discharge") and arthralgia ("joint pain - wrist"). In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding / prolonged menses"), abdominal pain ("severe abdominal pain;"), back pain ("severe back pain") and pelvic pain ("pain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (underwent a bilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, embedded device, dysmenorrhoea, menorrhagia, abdominal pain, back pain and dyspareunia outcome was unknown and the migraine, vaginal discharge, pelvic pain, headache and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: essure removal date reported as (B)(6) 2016. If you had your essure removed, did you retain the essure device or any portion of it: yes. Retained one coil during most recent removal. If yes, identify where the removed essure device is being retained: third party storage facility (please specify, if known) - steelgate inc. Were you advised of any complications from your essure removal procedure: yes. Doctor was only able to remove one coil (oral communication on (B)(6) 2016) right side essure implant was deep in the endomyometrium which did not come out even though took out the uterotubal junction on the right side. Only left essure was removed , patient had right essure is still in diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: fallopian tubes were occluded.; on (B)(6) 2009: total bilateral occlusion.. Ultrasound scan - on (B)(6) 2010: uterus retroverted measuring 8.68 x 4:76 x .5.13 cm size with endometrial echo 0.98 cm size.; on (B)(6) 2010: uterus retroverted measuring 8.68 x 4:76 x .5.13 cm size with endometrial echo 0.98 cm size. No polyps, no fibroids. The left ovary is 3.24 x 2.33 x 2.20 cm size with a couple of smal1 cysts 1.3 and 1.1 cm size. Right ovary is 1.85 x 1.39 x 1.65 cm size with a son lucent septation below that measuring 3.2 x 2.0 cm size and possibly paraovarian or tubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received : lot number (right side) added. Reporter information and patient details updated. Product insertion and removal date updated. Patients medical history, lab details and concomitant products added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tubes"), device expulsion ("coil migration / migration of essure device location of device: uterus") and embedded device ("embedded within her uterus") in a 46-year-old female patient who had essure (batch no. 623213, 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, urinary tract infection, secondary infertility (female), hydrosalpinx, endometritis postpartum, knee sprain, menses irregular, vaginal bleeding, ovarian cyst, folliculitis, intermenstrual pain, c-section, hysteroscopy, laparoscopy, insomnia, nausea, back pain and delayed period. Patient is status post essure sterilization done on (B)(6) 2009 which was difficult but was unsuccessful bilaterally. Patient had laparoscopic myomectomy and laparoscopic treatment of endometriosis and bilateral salpingectomy with removal of essure which was successful from the left side only. The right essure was not able to be retrieve with removal of both tubes., hysteroscopically the right essure was found to be in the right location. Concurrent conditions included endometrial curettage, cervical cyst, ovarian cyst, cramp in lower abdomen, abdominal bloating, uterine fibroid and left lower quadrant pain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal discharge ("irregular vaginal discharge / vaginal discharge") and arthralgia ("joint pain - wrist"). In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding / prolonged menses"), abdominal pain ("severe abdominal pain;"), back pain ("severe back pain") and pelvic pain ("pain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (underwent a bilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, embedded device, dysmenorrhoea, menorrhagia, abdominal pain, back pain and dyspareunia outcome was unknown and the migraine, vaginal discharge, pelvic pain, headache and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: essure removal date reported as (B)(6) 2016. If you had your essure removed, did you retain the essure device or any portion of it: yes. Retained one coil during most recent removal. If yes, identify where the removed essure device is being retained: third party storage facility (please specify, if known) - steelgate inc. Were you advised of any complications from your essure removal procedure: yes. Doctor was only able to remove one coil (oral communication on (B)(6) 2016) right side essure implant was deep in the endomyometrium which did not come out even though took out the uterotubal junction on the right side. Only left essure was removed , patient had right essure is still in diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2009: results: fallopian tubes were occluded.; on (B)(6) 2009: total bilateral occlusion.. Ultrasound scan: on (B)(6) 2010: uterus retroverted measuring 8.68 x 4:76 x .5.13 cm size with endometrial echo 0.98 cm size.; on (B)(6) 2010: uterus retroverted measuring 8.68 x 4:76 x .5.13 cm size with endometrial echo 0.98 cm size. No polyps, no fibroids. The left ovary is 3.24 x 2.33 x 2.20 cm size with a couple of smal1 cysts 1.3 and 1.1 cm size. Right ovary is 1.85 x 1.39 x 1.65 cm size with a son lucent septation below that measuring 3.2 x 2.0 cm size and possibly paraovarian or tubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea. Lot number:623213, manufacture date:2009-03, expiration date: 2012-03. Lot number:638495, manufacture date:2009-05, expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tubes"), device expulsion ("coil migration / migration of essure device location of device: uterus") and embedded device ("embedded within her uterus") in a 46-year-old female patient who had essure (batch no. 623213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal discharge ("irregular vaginal discharge / vaginal discharge") and arthralgia ("joint pain - wrist"). In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding / prolonged menses"), abdominal pain ("severe abdominal pain;"), back pain ("severe back pain") and pelvic pain ("pain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (underwent a bilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, embedded device, dysmenorrhoea, menorrhagia, abdominal pain, back pain and dyspareunia outcome was unknown and the migraine, vaginal discharge, pelvic pain, headache and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: essure removal date reported as (B)(6) 2016. If you had your essure removed, did you retain the essure device or any portion of it: yes. Retained one coil during most recent removal. If yes, identify where the removed essure device is being retained: third party storage facility (please specify, if known) - steelgate inc. Were you advised of any complications from your essure removal procedure: yes. Doctor was only able to remove one coil (oral communication on (B)(6) 2016) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: fallopian tubes were occluded.; on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.